Manufacturer narrative:
(B)(4): information was not provided by the contact. Information is unavailable; device was not returned for evaluation. (B)(4). Additional information was requested and the following was obtained: who fired the device and what was his/her experience? A director surgeon who has more than 300 cases experience. Any issues with staple formation in either procedure? No. The surgeon reported that he checked the anastomosis line. Did the patient receive any chemotherapy or radiation prior to the procedure? What was the condition of tissue? No. It was reported that the tissue was normal. Was there any audible or tactile feedback? Yes. Were the washer and donuts inspected? If so, what was their appearance? Yes. They were as intended, complete. What is the current patient status? He is in recovery. What quadrant was the tissue not approximated? It was not reported. Would the surgeon be willing to speak with medical and engineering personnel? The surgeon appreciated that we are responsible for the quality and positive to improve the quality but he prefers to communicate through the processor and our sales instead of directly speaking with the medical and engineering personnel.

Event description:
It was reported that during an unknown procedure, the patient accepted low anterior resection (lar) in the afternoon of (B)(6) 2016. During the procedure, the surgeon used an articulating linear cutter with blue cartridge to anastomose the rectum at the position 2cm away from the dentate line and used the device to anastomose the tissue. The anastomosis line was 1cm away from the dentate line. The surgeon checked the donuts and staple line. No abnormality was detected at that time. However the patient bled at 8 p.m. On (B)(6) 2016. The surgeon who was on duty did an anus examination and found the staple line was incomplete, only 2/5 to 3/5 of the staples were still on the tissue. The surgeon immediately operated a revision surgery and made the stoma. The patient is in ICU now. The device was discarded.